Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the 99% stenotic, severely calcified and moderately tortuous distal right coronary artery (rca). The physician attempted to dilate the lesion with two non-bsc balloons (sizes unknown), but both balloons ruptured. The physician then attempted to deliver the 2.75x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the stent was removed it was noted that the stent was lifted up. The physician completed the procedure with a non-bsc bare metal stent. No complications were reported and the patient's condition is listed as good.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.